Event description:
The lay user/patient contact lifescan alleging that the one touch ultralink meter had the following unresolved buttons/scanners issue: (down arrow button). There were no allegations of harm or injury.